Event description:
Complaint reported as: "during the intervention, after the tube being inserted in the female patient, while monitoring the pressure of the balloon, the staff figured out that the pressure had dropped down. Then the balloon was re-flated and then monitored again. It was observed that the balloon was not holding the pressure properly." The customer reported "there was a delay in the intervention" as the patient's position had to be changed to re-intubate and replace the tube. It was reported "the incident happened during the time where we wanted to perform pulmonary segmentation (ventilation of one lung) but we did not perform that segmentation". Patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer did provide four representative samples for evaluation. A visual exam was performed and no defects were observed. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the samples were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuff pressures maintained at 25 mbar with no issues on any of the devices. A water leak test was then conducted and no air bubbles were observed coming from either cuff of the devices. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation conducted, the complaint could not be confirmed. The actual device was not returned and no leaking was observed on the returned representative samples.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "during the intervention, after the tube being inserted in the female patient, while monitoring the pressure of the balloon, the staff figured out that the pressure had dropped down. Then the balloon was re-flated and then monitored again. It was observed that the balloon was not holding the pressure properly." The customer reported "there was a delay in the intervention" as the patient's position had to be changed to re-intubate and replace the tube. It was reported "the incident happened during the time where we wanted to perform pulmonary segmentation (ventilation of one lung) but we did not perform that segmentation". Patient's condition was reported as fine.